Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the customer attempted to repair the device which caused the case and the connector to be damaged. The customer rejected the price quotation for repair, so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. The epg was returned for servicing. The event occurred during setup, so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.